Manufacturer narrative:
The device was returned and the evaluation states that the device is defective. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The plug that goes into the accessory outlet in a car has melted.